Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 10/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: the keypad was undamaged and all of the buttons were responsive. No contamination was found on the button contacts. Moisture damage was found on the internal components of the pump. The display screen was dim and discolored.